Event description:
Amazon review: as someone with sensitive skin and hypermobile eds, this did not work for me. I have a port and was using it to cover in the shower because I leave my port accessed throughout the week as my port is hard to access and I'm at my infusion center three times a week and have scans constantly. This would always come off while taking a shower, which as I'm sure you know if you're purchasing, this is a huge infection risk. I've seen this product work for tons of people but it didn't work for me unfortunately. I think it's because of the texture of my skin though, so I wouldn't blame it on the product. I personally ended up using the tegaderm that they use for tattoos and a piece of gauze, this works much better for me and is more reliable with its water tightness. The plastic does feel very durable though and I'm sure could work for a lot of people as the adhesive is pretty sticky.

Manufacturer narrative:
H3: the reviewer noted that the customer specifically attributed the product¿s inability to stay adhered to their own sensitive skin and hypermobile eds, stating that they ¿wouldn t blame it on the product¿. This is relevant contextual information, as skin fragility and connective tissue disorders are known to affect adhesion performance with medical dressings and cover products. Because the complaint originated from an amazon review, no lot information, no product return, and no contact information are available. Application technique, dressing size, dressing footprint, skin preparation, moisture exposure during showering, and adherence to IFU are unknown. Based on the limited information and the user¿s acknowledgement that their skin condition likely contributed to the device not adhering, the complaint cannot be confirmed, nor can a definitive root cause be determined. There is no evidence that a manufacturing defect contributed to the reported issue. Historical complaint data for this sku show that device non-adherence is most commonly associated with skin condition, improper application, moisture intrusion during showering, or the device being used outside the IFU expectations (e.g., extended infusion schedules, ports accessed continuously, or skin not fully dry before device placement). Instructions for use were reviewed and found to provide adequate warnings and instructions regarding skin condition, moisture, and adhesion limitations. No CAPA is warranted. Continued trending will monitor for any complaint patterns requiring escalation. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference#: (B)(4).